Event description:
Additional information was received from the patient on april 1st 2016 stating that they were monitoring stimulation to give the company representative (rep) more information.

Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for non-malignant pain reported starting six to eight weeks ago, stimulation would intermittently turn on and off by itself. As a result they would experience a loss of therapy and pain in the lower back, and would have to turn it back on. It was noted the patient programmer (pp) had been used to check the device, there hadn't been any traumas or falls that could be related to this, and the stimulation change wasn't related to positional movement. When the consumer was asked what they were doing when they felt stimulation turning off they stated they hadn't been doing anything new. The healthcare provider (hcp) had not been contacted or met with the consumer since this issue started for reprogramming or any other types of adjustments. The manufacturer's representative (rep) met with the patient on (B)(6). The consumer stated the ins had shut off only two times in the past year. Nothing was noted on interrogation and everything appeared to be working properly, and the ins was giving great coverage.